Event description:
It was reported that during an intraoperative procedure, the electrode tip of the device was visibly melted, as also seen in the photo received. It was also reported that the device sparked. The settings on the ft10 unit at the time of the incident were blend and fulgurate power level of 30 watts. Additionally, testing was conducted with the hospital's biomed department, two pencils and two electrodes created sparks when the blend mode on the ft10 was set at 100. It was further reported that a flame with the size of a birthday candle was produced and was extinguished by releasing off the coagulation button. Biomed tested the generator and it was within specification and without issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6), e1455nsb, e1455nsb b the edge ent/ima electr x50 (lot#:231350286r), e2516h-gnsb, e2516h-gnsb disposable hand (lot#:222830308r), e2516h-gnsb, e2516h-gnsb disposable hand (lot#:222830308r), e1455nsb, e1455nsb b the edge ent/ima electr x50 (lot#:231350286r) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.